Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with patient labels with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The curved needle has been twisted and broken from the insertion rod. The actuator is still attached to the device. The variable depth straw has been trimmed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the ultra fast-fix's tip broke after it was implanted. Surgery was completed with a back-up device instead, however, it is unknown if there was any delay. No further complications were reported.